Event description:
The customer reported the device battery would not charge. A review of the device error log during investigation found n56 (replace battery) and n252 (depleted battery) alarms. During testing, the device alarmed for depleted battery during start up and the battery indicator displayed empty. When connected to ac power, the device passed the self-test. When the device was disconnected from ac power, the device displayed a depleted battery message and powered down, verifying that the battery was not holding its charge. The battery was replaced and the change battery option was pressed. The device passed testing with no battery alarms after this. The complaint is confirmed with a probable cause of a depleted battery and the change battery function not being pressed correctly and was determined to be related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.